Event description:
On (B)(6) 2010, sysmex america (sai) was informed by sysmex (B)(4), that a product problem had been identified. Two complaints had been received by (B)(4) from the distributor (siemens) that were related to a quality issue with the ca-1500 automated coagulation analyzer. The sample arm tubing of the analyzer may develop micro-holes during use that could cause erroneously elevated results. Based on this info, a look-back of previous complaints received for result issues on the ca-1500 analyzer was performed to reassess pt impact. Sysmex america received three previous complaints against the ca-1500 analyzer, related to pt results as follows: (B)(4) (aware date (B)(4) 2007) serial number (B)(4), (B)(6): erroneous results were reported for three pts, one pt received vitamin k that was not necessary, one pt's anti-thrombosis treatment was discontinued. The remaining pt received an unnecessary ultrasound screening. These events were deemed not-reportable because no adverse health affects were reported as a result of the event that meets the criteria for death or serious injury. Complaint (B)(4) (aware date (B)(4) 2008), serial numbers (B)(4), (B)(6): no reported impact to pt results, as the testing was repeated on a different analyzer. This event was deemed not reportable as there was no impact to pt treatment based on the erroneous results. Complaint (B)(4) (aware date (B)(4) 2009), serial number (B)(4), (B)(6): one pt had their medical treatment delayed until a correct result could be verified and reported, there was no reported injury to the pt as a result. This event was also deemed not reportable as there was no reported injury to the pt as a result of the erroneous results.

Manufacturer narrative:
The MFR sysmex (B)(4) performed investigation and corrective action. Root cause investigation: observation of defective parts revealed that a crack was generated at the driving part of the sample tube. The investigation confirmed that there is not any problems in quality of the tubing material and in the manufacturing process. However, the driving part of the sample tube may contact a burr and / or rough edge generated during spot welding on the frame. Considering its movement, the contact is rare. In conclusion, the likely cause for the micro-hole (crack) in the sample arm tubing was caused by the movement of its driving part in the long term use, probably by contact with some burr and rough edge on the frame. (B)(4). Additional info-previous countermeasures performed (B)(4). Executed design change (B)(4). No complaints have been received regarding a micro hole in the ca-1500s after the design change. Device mfrs only. The investigation into root cause was performed by (B)(4) affiliate ((B)(4)). Field correction by (B)(4).